Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units printer was printing only half normal, and the other half was gibberish. The patient was unable to tolerate being off of therapy long enough to reboot the device, the unit was swapped out to continue therapy.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned.